Event description:
As reported, "while inserting the catheter of the port inside the pt, it fractured. The distal part of the catheter ended up in the heart of the pt. It was subsequently retrieved percutaneously by a radiologist."

Manufacturer narrative:
Device was unavailable for return. Conclusion: device discarded-unable to follow up.